Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a horizontal crack around the base of the chamber dome, between the hinge bracket and one of the ports. Smeared print was also observed above the crack location. A lot check revealed no other complaints for lot 150923. Conclusion: the nature of the cracking and the smeared print indicates that the chamber came into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers; set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; maximum operating pressure: 8 kpa.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a crack was found on an mr290v humidification chamber after 5 days of use. No patient consequence was reported.